Manufacturer narrative:
Customer complaint of detachment of device or device component was confirmed. Device was returned with header being broken off from the device, and this is consistent with explant damage. As a result of this finding, abbott is performing further investigation. Further analysis on device did not find any anomaly other than voltage being at eol level. Longevity assessment was performed, device¿s implant duration projected longevity and considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. During an explant procedure of an implantable cardiac monitor, the header of the device came off. The physician attempted to remove all of the pieces of the device, and flushed the patient's device pocket. The patient was in stable condition.